Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were failed. Drawers 1, 1.5 and 1.6 were not detected on bus. Drawers 2.1, 2.2 and 3 had hardware failure. A field service engineer found that the machine was plugged in but displayed no lights and had no online connection. The mini drawer was not detected on the bus, and none of the drawers were being recognized, replaced the necessary components and used the hardware test application (hta) to configure the mini drawer, then verified connectivity through remote support service (rss). The customer successfully recovered, and an inventory count was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple drawers were failed. Drawers 1, 1.5 and 1.6 were not detected on bus. Drawers 2.1, 2.2 and 3 had hardware failure. The customer tried to reboot and recover the drawer, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.